Manufacturer narrative:
Result: foot-end lift was stuck in a high height position. Damaged high voltage power coil cable.

Event description:
It was reported by service report that the foot-end was found at its highest position, and it would not go down. No pt involvement or adverse consequences were reported.